Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. The ¿up¿ soft key was found to be not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The keypad was determined to be the cause of the condition. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a soft key on the keypad that did not work. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.